Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air was drawn into the vizigo. Air is drawn into the system during aspiration through the hemostatic valve of the sheath. Visually, no damage to the valve is evident. There was no patient consequence. Additional information received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. No air entered the patient¿s body. No blood loss was observed and a heartspan needle was used for transeptal.

Manufacturer narrative:
On 27-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8-dec-2025, the date of manufacture was received. Field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air was drawn into the vizigo. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed, and the hemostatic valve was observed in place. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no leakage or issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. There was no hemostatic valve leak detected. The complaint was not duplicated, and it could not be confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).